Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 282 mg/dl. It also stated that insulin pump did not passed the self test and customer was able to rewind the insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected failed battery alarms noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.